Event description:
During initial assessment of a returned homechoice machine, a baxter technician found 4 increased intraperitoneal volume (iipv) events. This is report 3 of 4 which occurred on (B)(6) 2010 during drain cycle 1. The drain volume was 5340ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of a flow stoppage. The root cause could not be determined. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device stopped delivering during patient use. The device was infusing the patient with 2000 milligrams of fluorouracil in 230 milliliters of an unknown diluent. The infusion had not been completed after 72 hours and it was noted that the device had completely stopped delivering. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.